Event description:
It was reported that patient implanted with left ventricular (lv) lead noted feeling diaphragm stimulation since implant. A surgical revision was performed to replace this patients device, and an attempt was made to replace this lead as well. The physician was unable to gain coronary sinus access; therefore, this lead was electrically abandoned. No additional adverse patient effects were reported.